Manufacturer narrative:
This event occurred in (B)(6). Since calibration and qc were acceptable, the reagent performs within specification. Due to insufficient volume, the patient sample could not be provided for investigation. Since the patient sample could not be provided, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of false negative results for 1 patient sample tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) on a cobas 6000 e 601 module compared to 2 different methods. The sample was initially tested in a different laboratory using the elisa method and the result was "positive." The actual result was not provided. On (B)(6) 2019 the result from the e601 module was 0.04 coi (negative). The sample was sent to another laboratory where it was tested by a competitor analyzer using a chemiluminescent microparticle immuno assay (cmia) and the result was 3.21 coi (positive). On (B)(6) 2019 the sample was repeated on the e601 module and the result was 0.036 coi (negative). It is not known if the negative results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The sample was requested for investigation.